Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 06-jan-2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed that the lens was coated in viscoelastic residue. The lens was cleaned and inspected and no issues were identified. The lens daisy wheel was inspected and no issues were identified. The complaint issues "packaging issues", "missing component", and "haptic damaged" were not identified during product evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), . Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) packaging was found to be open, the stickers were missing, and the lens inside had a broken leg. No further details has been provided.